Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported the patient experienced a headache post operatively. There was a cerebrospinal fluid leak (csf) leak around the distal segment of the catheter. Surgical intervention was performed to seal the dural leak. Patient status at time of this report was alive; no injury. The pump was delivering lioresal. Additional information reported there was a small leak of csf around the newly implanted catheter that was the cause of the patient¿s headaches. The surgery to seal the leak occurred on (B)(6) 2014. The issue is resolved. The patient's headaches have resolved. The therapy is giving her excellent spasticity relief. Additional information reported it was discussed regarding the usage of a purse-string suture moving forward to prevent csf leaks. The physician does not routinely tie a purse-string suture.